Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call placed to technical services on 9/1/2017 stating that this lead showed undersensing and pvcs marker. It was also stated that there's some history of noise and spike in impedances. The following physician was dr. (B)(6) at (B)(6) in (B)(6), ga. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).